Event description:
It was reported that during an unknown procedure, there was an inner gasket leakage. There was poor sealing of the trocar between the gear and the baseplate with a 5mm forceps. There was loss of pneumoperitoneum, permanent co2 insufflation, and it was difficult to operate. Increase the duration of the operation. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that all codes within the kit were received for evaluation. The devices were returned with the cap of the obturator separated and with the cap of the universal seal assembly separated from the base. Due to the condition of the devices, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.